Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 518 (mg/dl). A correction bolus was administered to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change infusion site. Customer indicated they were going to visit their health care provider to complete a supply change and discuss diabetes management.

Manufacturer narrative:
.